Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels over 500 mg/dl. Troubleshooting was performed. Found that the insulin pump was set to military time, which the customer did not program. All other programming was correct. The customer stated that while she was in the hospital, she was put back on the insulin pump and her blood glucose reading dropped to 28 mg/dl. The customer stated that the insulin pump may have been exposed to a CT scan. The insulin pump passed the prime, displacement and high pressure tests. Nothing further was reported.